Event description:
Boston scientific received information that this patient presented to the hospital with syncope. Upon interrogation, it was found that the pacemaker recorded fault codes and the device reverted to safety core. Subsequently, the patient underwent a revision procedure and this product was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
(B)(4); upon receipt at our post market quality assurance laboratory, this pacemaker was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety core and that brady therapy remained available. Review of device memory identified a fault. The fault resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing.